Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, the cause of no image occurred, due to a faulty board. The specific root cause of the faulty board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor would not display anything prior to an unknown procedure. The customer ¿tried different things and no display.¿ the procedure was completed using a similar device. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation determined the issue was caused by a faulty board. In addition, there was a crack on the bottom and top left corner of the bezel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.